Manufacturer narrative:
4/16/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Patient was admitted to hospital 4-5 days post implant with high fever and stiff neck. Patient was treated with IV antibiotics over a period of several days. The catheter was removed because of the infection, although the patient's pump remains implanted. The physician had no explanation as to the cause of the infection. The patient recovered from the infection with no other complications.